Event description:
It was reported that this patient was admitted to the emergency department due to reported loss of capture and it was confirmed that this right ventricular (rv) lead dislodged. The device was reprogrammed, and tachycardia therapies were turned off. The patient was expected to be transferred to another hospital for an rv lead repositioning. The procedure date will be confirmed when completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigaton will be updated.

Event description:
It was reported that this patient was admitted to the emergency department due to reported loss of capture and it was confirmed that this right ventricular (rv) lead dislodged. The device was reprogrammed, and tachycardia therapies were turned off. The patient was expected to be transferred to another hospital for an rv lead repositioning. The procedure date will be confirmed when completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.